Manufacturer narrative:
The field representative confirmed with the hospital that the device and lead remain in service with no intervention planned at this time. This report will be updated should additional information is provided. The field representative later confirmed that the hospital was made aware of the recommendations to evaluate the rv lead via x-ray and to perform new dft testing at the new sensitivity setting. However, at this time the hospital has elected to continue to monitor the patient. No x-rays or procedures have been performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead received five shocks. The patient presented to a hospital where they are not normally seen. The hospital believed the shocks were inappropriate. The field representative requested technical services to review the episode in the remote monitoring system. Upon review, it was confirmed the shocks were inappropriate and had occurred due to t-wave oversensing, with decreased r-wave amplitudes. The pacing impedance values had also been decreasing gradually, but were still within range. There have been similar episodes without shock delivery going back to august. Therapy was exhausted in this episode. It was noted the sensitivity had been reprogrammed from nominal 0.6mv to a lesser sensitivity of 0.9mv. Technical services recommended performing defibrillation threshold (dft) testing to ensure ventricular fibrillation (vf) can be properly sensed and treated at this setting. Also, an x-ray to evaluate the position of the rv lead was suggested. No adverse patient effects were reported.